Event description:
It was reported that a patient did not feel stimulation on any electrodes. The reporter stated that impedances ranged from 1736 ohms to 4221 ohms. It was reported that a patient also didn't get good therapy with a previous device (see MFR. Report 3004209178-2013-03418). Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that it had been 12 days since the replacement took place when the patient had no stimulation sensation. The highest impedance measured was 4535 ohms.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# (B)(4), product type: extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3587a, lot# l20853, implanted: (B)(6) 1992, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the plan was to replace the leads at a later date. The patient was not receiving therapy as of the date of this report. A second follow up will be sent if additional information is received.